Manufacturer narrative:
(B)(4).

Event description:
Beckman coulter inc (bec) (B)(4) facility representative reported the retic pak reagent b bottle had leaked. The bottle was not damaged from shipment, however, the inner content had leaked. Patient results are not affected or questioned by this event. The employees wore personal protective equipment (ppe) when handling the reagent. The reagent was stored in quarantine and identified as non-conformant. No injuries occurred and medical attention was not sought. No report of exposure to mucous membranes or open wounds. No death, injury or change to patient treatment attributed or associated to this complaint. Service was not dispatched for this event. Root cause is unknown.